Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus; the metal cap adhesion location exhibits burnt glue; the metal cap is loose from the glass cap; the glass cap has pushed forward in metal cap and can rotate off center; the fiber exhibits mild melting of the uv glue zone at the attachment of the glass cap to the fiber. Probable root cause: based on the product analysis results, the product complaint of " forward firing" could not be confirmed; a cap glue failure was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced "forward firing¿ at 70,725 joules. The procedure was completed with the use of a second fiber. Patient outcome: "no injury to patient" reported.